Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer discard the product. Most likely underlying root cause: mlc-21- improper technique of obtaining or applying blood sample. (B)(4). Unable to contact the customer via telephone at call backs on (B)(6) 2017. Product notification letter sent to customer to contact customer care. On (B)(6) 2017 contact customer in a call back and customer is not using our product anymore. Customer states that she discard our product and disconect the call.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 139 and 367mg/dl. Customer had performed the back to back tests using different hands; customer was trained on proper testing technique. The customer's expected fasting blood glucose test result is 119 mg/dl. At the time of the call the customer reported symptoms of blurry vision and tiredness; customer did not need medical attention at the time of the call. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting using her left hand and produced test results of 133 mg/dl and 130 mg/dl using truemetrix air meter. The customer also wanted to perform a back to back blood test using her right hand and results of 109 and 113mg/dl were obtained using the truemetrix air meter. The product is stored according to specification in the bedroom closet. The test strip lot manufacturer's expiration date is 12/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :139mg/dl date: (B)(6) 2017 time:5:20pm fasting, result 2 :367mg/dl date: (B)(6) 2017 time:4:58pm fasting, result 3 :95mg/dl date: (B)(6) 2017 time:7:49pm fasting, result 4 :137mg/dl date: (B)(6) 2017 time:7:47pm fasting, result 5 :119mg/dl date: (B)(6) 2017 time:2:20pm fasting, the customer say when she test back to back on different hands there is a difference with the readings.